Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several false pauses were observed on the implantable cardiac monitor via remote transmissions. Programming changes were discussed. Patient was stable.